Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that our cancer care infusions team discovered a failure with alaris item # 2426-0007 lot # 24085359 as they prepared to infuse a patient. As you can see in the attached photo, the tubing separated at a point where it should be very difficult to disassemble. They noticed the leak prior to attachment to the patient; but this did result in wasting expensive medication.

Manufacturer narrative:
It was reported by customer that the tubing separated. One sample was received for quality evaluation. Visual inspection indicates that the lower pumping segment fitting separated from the tubing below the fitting. Further examination, under magnification, shows that the tubing surface does not show any traces of bonding solvent applied. The customer complaint of separation other component - leak was confirmed. The investigation was continued at the manufacturing facility. After the investigation it was determined that the root cause of the issue is related to the lack of solvent on the components due to an incorrect insertion of the tubing into the solvent dispenser by the production personnel and/or issues with the solvent dispenser. An accessory to the assembly fixture has been implemented in order to ensure that the tubing is guided correctly into the insertion point. A device history record review for model 2426-0007 lot number 24085359 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.